Manufacturer narrative:
Manufacturing site corrected date of manufacturing to 7/12/2010. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed epithelial ingrowth on the right eye (od) at 4 day post op exam. A brief description from the surgery center indicated the epithelial ingrowth/debris was noted on the patient at initial follow up. The patient¿s chief complaint was of blurry vision. A flap lift and rinse was performed and the surgery center indicated the symptoms have been resolved. Pre-op; best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/25 -4.25 x -.75 x 51, left eye pre-op 20/20 -4.00 x -1.25 x 135. This report is for the excimer laser equipment. A separate report will be submitted for the femto laser equipment.